Event description:
Customer reported being hospitalized due to dka. Customer had a bent cannula and did not follow the minimed rule. Customer also leaves the skin flat when inserting by hand. Troubleshooting performed and pump appeared to be functioning as designed.